Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt never had therapeutic effect while the device was turned on. Stimulation in the wrong location was also noted. Initially it was reported that the wrong area reciving stimulation was his back, but later it was indicated that he was only feeling stimulation on right side of his leg vs. The left side. The pt visited his hcp on (B)(6) 2010, and was informed that a lead migration was suspected. A surgical revision was planned to take place on (B)(6) 2010. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report at it becomes available.